Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable complaint with a classification of "other", making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) required a fault diagnosis as the unit emitted a high noise. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, but was unable to reproduce the reported issue. After two hours of functional checks, full leak test and values checked, the unit did not present any technical issues. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
N/a.

Manufacturer narrative:
Type of investigation not yet determine: a supplemental report will be submitted if additional information is provided.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) required a fault diagnosis. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.